Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot#: (B)(4), ubd: 31-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid 250 mcg for a total dose of 329.5548 mg/day and bupivacaine 7.3 mg for a total dose of 9.623 mg/day via an implantable pump. It was reported on (B)(6) 2020 examination revealed clear fluid leaking from the site through the patient and confirmed headache improved. Examination revealed a potential infection on (B)(6) 2020. The lumbar wound was also widening, and there was redness at the wound (site not specified). The patient will continue antibiotics. On (B)(6) 2020 the patient reported a headache nearly 4 weeks post-implant. The patient had a headache immediately following implant which had since resolved. Upon examination, the lumbar site was leaking clear fluid. The patient reported the lumbar site dressing required replacement every two hours as it becomes saturated. Examination on (B)(6) 2020 revealed signs/symptoms of infection at the abdominal site including being red, hot to touch, and 100ml of a yellow, foamy substance was aspirated from the pump site. It was noted that clear fluid continued to leak from the lumbar site. The patient was started on bactrim and cipro. The patient was scheduled for complete system explant as the abdominal site was infected. The pressure dressing was applied to the site. A complete system explant was performed on (B)(6) 2020. The system was not replaced. The outcome of the event resolved without sequelae on (B)(6) 2020. The clinical diagnosis was cerebrospinal fluid (csf) leak and infected pump pocket. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was related. The event was related to surgery/anesthesia. The incisional site/device tract was pump pocket and lumbar site. The event date was (B)(6) 2020. No further complications were reported.